Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
Investigation revealed the pt had a previous endovascular procedure in 2001 whereby an aneurx device was placed. In 2007, this pt had a second procedure where the gore excluder aaa endoprosthesis iliac extender component device was placed to treat a type iii endoleak. Nineteen days later, the pt expired. Multiple attempts were made to obtain pt cause of death information, but none was available.